Manufacturer narrative:
No button error alarmed during testing. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 72 mg/dl. The mother stated that her son's pump is stuck on button error and she cannot clear it. The mother stated that her son received a button error while trying to bolus. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.